Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The patient underwent a revision procedure and the lead was unable to be repositioned as the helix mechanism became stuck. The lead was then explanted and a new lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned and the helix was fully extended. There was dried blood noted in the helix mechanism. The helix was unable to be retracted. The clinical observations related to the helix were confirmed during analysis. Laboratory analysis was unable to identified any lead anomalies that would have contributed to the reported dislodgement.